Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s., however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, mid right coronary artery. The 3.0 x 8 mm nc traveler balloon catheter was being used to post-dilate a deployed stent when the balloon ruptured. Another same sized nc traveler was used successfully for post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation. (B)(4). Evaluation summary: a visual and functional inspection were performed on the returned device. Additionally, a scanning electron microscopy (sem)and chemical (chem) analysis were performed. The balloon rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted leak/tears on the inner member appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but the device was not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received. The balloon ruptured at 17 atmospheres during the 2nd inflation. No additional information was provided.